Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering found that the jaws did not fully close when initially activating the device. When the clip applier was disassembled an internal component was found to have separated which may have prevented the jaws from actuating properly, resulting in non-optimal clip closure. The exact cause of the separation is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to reduce the potential for this type of incident to reoccur. This lot was built prior to application of these device improvements. The document represents our initial/final report.

Event description:
Lap chole: "not loading clips anymore - not clipping." Pt status: discharged.